Manufacturer narrative:
This report is for two unknown cancellous locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. A total of three (3) screws with two (2) part numbers were reported on the o.r. Implant record. Synthes is unable to determine which part number contributed to the complaint event; therefore, all part numbers are being reported as follows: 04.662.135 (5.5mm ti cancellous locking screw w/stardrive recess 35mm) and 04.662.140 (5.5mm ti cancellous locking screw w/stardrive recess 40mm). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2011 during an oracle procedure at l4-l5, surgeon placed the spacer and the plate and screws. The procedure was a lumbar inter-body fusion l4/l5 using a left transpsoas approach. An x-ray was taken and the surgeon determined that one screw appeared to be projecting from the vertebral body anteriorly. Surgeon removed the screw and patient began bleeding. A vascular surgeon was called to the operating room (or), the bleeding could not be stopped, and patient was air-lifted to a trauma center. It was reported the patient expired the following day. This report is for two unknown cancellous locking screws. This is report 2 of 4 for (B)(4).